Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of an over infusion was confirmed. Physical inspection of the device showed damage to the right side including impact dents on the rear case, door, right iui connector and platen assembly. The post on the platen assembly had broken off with the platen hinge post found lodged in the hinge socket of the membrane frame. Analysis of the pcu event log shows that an infusion of amiodarone was started at 8:06 pm on (B)(6) 2017 with an intended duration of 13.5 hours. After approximately 2 hours the infusion was stopped at 10:05 pm by an air in line alarm and was terminated by the user. The recorded volume infused was 66ml from the programmed vtbi of 450ml. Rate accuracy testing found the pump module would infuse within specification as long as the platen assembly remained properly oriented but if it was skewed out of normal orientation (to the left side) periodic unregulated flow would occur resulting in over infusing. The proximate cause of the over infusion is a broken upper hinge post on the platen assembly. The root cause for the breakage was not identified.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion. In an attempt to recreate the situation, the pumps performed as expected and there was question of user error. There was no patient harm.